Manufacturer narrative:
No additional patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned hemoglobin results generated with the cell-dyn ruby analyzer. The customer uses the reference range 9.5 - 14. The following information was provided: on (B)(6) 2021 sid (B)(6) initial result 17.5, repeated (B)(6) 2021 3.71, 11.8 and 18.1. New sample obtained (B)(6) 2021 with result 11.1. The samples were described as pediatric samples ran in open mode; the sample tubes were full and no clot observed. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the solenoid valves which appeared to be worn out, which resolved the issue. A review of tracking and trending for the did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. The customer submitted data to aid in the investigation. Review of the submitted data found that multiple parameters for each run were flagged as being above or below the patient set limit indicating that verification of results might be required per the laboratory¿s protocol. Review of the data also found the between-run results for sample ID 349669 differed not only in hgb, but also in other parameters, such as wbc, rbc, and plt. It showed that rbc and hgb decreased and plt increased in subsequent runs. This observation indicated that mixing could be a potential cause. Additionally, testing was performed approximately one week apart with two different samples; therefore, a direct comparison could not be made. During service, the solenoid valves were observed to be worn out, so they were replaced. These valves can affect fluid movement, which could contribute to the run-to-run discrepancies. Based on the information provided, pre-analytical issues, such as sample mixing could not be fully ruled out. Additionally, instrument worn-out parts may also have contributed to this issue, which was resolved by the service. Based on the investigation no systemic issue or deficiency of the cell-dyn (cd) ruby analyzer, serial number (s/n) 55439bg was identified.